Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Customer's blood glucose (bg) level was displayed as "high" mg/dl with small ketones. The customer administered a correction injection to address the bg. Reportedly, a new cartridge was loaded to address the issue.